Event description:
It was reported that the customer had dropped the insulin pump in the pool last night. Customer stated that the pump was working for awhile and several hours later there was a blank display. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: motor error alarm during rewind due to corroded motor home switch. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to motor error. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. Reference manufacturer report number: 2032227-2014-23693.